Event description:
The customer reported a higher than expected white blood cell count in their platelet product. The disposable is not available for return for eval. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore, no pt info is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed. Signals indicate that the plasma line may have been partially occluded during a portion of the run. The shift in the reservoir volume is likely due to the occlusion of the plasma line. This causes the plasma line to no longer contribute to the platelet pump. Which in turn causes the flow through the lrs chamber to be higher than the system expects, causing some wbcs to escape and end up in the product bag. The high spikes in the rg ratio plot indicate that the contents of the lrs chamber were cleared. The device history record did not indicate any events that would contribute to elevated wbc count. Root cause: based on the rdf analysis, the plasma line was occluded during the procedure. The plasma line may become occluded if the centrifuge collar is not loaded into the latch in the correct orientation. Under these conditions, the rbc line is allowed to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product. Corrective/preventive action: algorithms will be incorporated into the software for the trima accell system. These algorithms will recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or verify wbcs in the platelet product. The new algorithms will be added to the next trima equipment software upgrade, version 6.0.2, which is in the process of being validated.